Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a during preparation of a clip delivery system (cds), one of the gripper arms could not be lowered. The gripper lever was advanced and retracted several times, but the gripper arm would not move. The cds was not used in the patient, and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported inability to lower gripper cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.